Event description:
Subsequent to initial MDR reports, the facility name and physician name have been received. The 3.0 x 28 mm promus stent was implanted in the proximal left anterior descending (lad) artery and the 2.25 x 28 mm promus stent was implanted in the mid lad. Although requested, no additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2010. A 3.0 x 28 mm promus and a 2.25 x 28 mm promus stent were implanted in an unspecified vessel. On (B)(6) 2010, the patient had elevated cardiac enzymes and recurrent ischemic symptoms lasting for more than 10 minutes. Myocardial infarction was suspected. There was no reported treatment provided. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 28 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of ischemia and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4)